Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported compliant; however, the unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca). The 4.0x8mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation of a stent. After the 1st inflation at 18 atmospheres (atm), the balloon deflated normally. After 2nd inflation at 12 atm the balloon only partially deflated, and after re-inflation in the aorta, the balloon completely failed to deflate. Therefore, a guide wire was used to pop (deflate) the balloon. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.